Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while on a robotic lobectomy laparoscopic procedure, the q tip broke off of the trocar wipe and fell into the patient. They were using the intuitive robotic devices. They had to comb the chest cavity to look for lost q tip, had to call for x ray to check to see if it would show up on film. In order to complete the case, surgeon investigated the chest cavity to look for lost q tip - was unable to locate it. Could have been suctioned up, but could have also been left in the patient due to the absorption of fluids causing it to blend in with tissue.